Event description:
It was reported that at the first activation, the pt was not able to hear with his device. Rtf-test showed no signal. A defective device is assumed. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and has been returned where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.